Event description:
A technician reported a pt experiencing poor distance vision following intraocular lens (iol) implant surgery. The pt was not satisfied with vision and did not want to wait to see if vision will improve. One month later, the lens was exchanged. In a follow-up, the surgeon reports the outcome of the event as "excellent".

Manufacturer narrative:
The product was returned for analysis. Both haptics were bent in the gusset and distal area. The posterior tip of one haptic was scratched. The optic was torn/split, with a cut-like appearance, from the optic edge, through the central optic zone, and near the outer peripheral of the optic. An optical inspection was not conducted due to lens damage. Product history records were reviews and all documentation indicate the lens met release criteria. There have been no other similar complaints reported in the lot number. Additional info was requested on 09/17/08 by fax and mail. A completed questionnaire was rec'd on 09/26/08. This report was mailed to FDA on: 10/15/2008.